Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8596, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that, at a refill on (B)(6) 2014, bupivacaine was added to the baclofen in the pump. This prompted the healthcare provider (hcp) to perform a bridge bolus. The primary concentration and dose of the baclofen was not changing, so the hcp opted to not perform a bridge bolus. It was reviewed that the catheters registered to the patient did not fit together and the spinal portion was missing from the registered devices. The patient¿s current hcp did not implant the patient and was new to managing the patient. The catheter information in the physician programmer was also incorrect. The device system was used to deliver compounded baclofen.